Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was unable to perform the occlusion, prime, or excessive no delivery tests due to the alarm. The pump also had minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump didn't stop priming and he received a sensor system alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of the incident. Troubleshooting was performed for no prime rewind however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.